Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the unit was heating up. Reliability engineering evaluated the device and observed that the unit reflected heat in the elbow with a reading of 144 degrees fahrenheit which is greater than manufacturers' specification (specified reading is less than or equal to 103 degrees fahrenheit). The unit reflected heat in the base with a reading of 149 degrees fahrenheit which is greater than manufacturers' specification (specified reading is less than or equal to 103 degrees fahrenheit). It was found that the bearings and gear on the back end were corroded and worn. The mid-section bearing and gear was in good condition. It was determined that the cause of heat in the mid-section was due to the heat transferring from the back end. It was further determined that the buildup of corrosion on the bearings and gear in the back end is consistent with creating heat. The back end gear and bearings is worn due to age. The assignable root cause was determined to be device wear from normal use and servicing over time, the failure was caused by worn out bearings and gears. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the angle attachment device reflected heat. Since the device was returned for service, there is no relation to surgery, no patient involvement, no injuries or medical intervention, and no user reports filed in association with this event. If any additional information should become available, this record will be updated accordingly.